Manufacturer narrative:
The insulin pump was received with an unresponsive esc button due to a corroded keypad trace. The insulin pump was unable to perform the displacement test due to the unresponsive button. The unit also had a cracked belt clip slot, cracked reservoir tube lip, and cracked case at the display window corners.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that she could not clear the auto off feature due to the keypad anomaly. The customer's blood glucose was 211 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.